Event description:
There was an allegation of questionable tina-quant albumin gen.2 results from the cobas 8000 c702 module. The initial result was 1.4 g/l, and the repeat result was 34.9 g/l.

Manufacturer narrative:
The reagent lot number was 883907. The expiration date was not provided. The field service engineer checked the sample probe and found no issues. He replaced both needles and performed adjustments. He replaced the filters on the fan and cover base. He checked the gear pump pressure and performed a precision check. The investigation determined that the issue was resolved by the service actions. Based on the aspiration alarms, a pre-analytic issue could not be excluded. Correct pre-analytic sample handling is within the customer's responsibility.